Manufacturer narrative:
Follow-up # 1 ¿ (05/27/2014).the patient¿s meter has been returned on 5/15/2014 and evaluated by lifescan product analysis on 5/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra meter read inaccurately high compared to his feeling/normal result(s). Medical surveillance sent follow-up questions; however customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative (csr) during the patient¿s initial call. According to the csr¿s documentation, on (B)(6) 2014, the patient reportedly obtained (with the subject meter) blood glucose readings of ¿184mg/dl¿ at 12:30pm, (administering 14 units of insulin at an unspecified time afterwards) and at 8:30pm, a result of ¿167mg/dl¿ (administering 36 units in response to the reading). The patient¿s testing frequency, normal blood glucose range, and diabetes regimen are not known and it is not clear if the dosage of 36 units is a typical treatment for his reading of ¿167mg/dl¿. Per csr notes, 45 minutes after obtaining the result of ¿167mg/dl¿, the patient reportedly developed unspecified symptom(s) of hypoglycemia; however, the patient denied receiving any form of medical intervention/treatment after the alleged meter issue occurred. The patient¿s blood glucose reading at the time his symptom(s) occurred is not known and it is not specified when the patient¿s symptom(s) abated. It is also not indicated if the patient tested his blood glucose with another device after the alleged meter issue occurred. At the time of troubleshooting, the csr verified the subject meter¿s unit of measurement was set correctly; however, the csr noted that the test strips the patient was using at the time the alleged issue occurred were either stored improperly or opened longer than the discard date. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.